Event description:
Cnss reports - pt on saturday 12/21 stating while she was performing her syringe change, she was unable to detach the cleo tubing from her site. States this is the 2nd time it has happened this month. Able to provide lot numbers of last 2 remaining cleo tubing packages. Lot#s: 3825507 and 3857615. Reported to (B)(6) by pt/caregiver.